Event description:
The pt experienced an overstimulation sensation following exposure to a security gate. The pt did not have access to her pt programmer to turn off the neurostimulator. The pt went to the emergency room. The hcp placed a magnet over the stimulator to turn off, but the pt reported continued feeling stimulation. It was not possible to tell if the device was off without a programmer. The hcp planned to re-attempt using the magnet to turn off the stimulator and call back if further help was needed. Hcp contact info was not provided. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Difficult to turn off with magnet. Read switch must be enabled for this to occur.